Event description:
Customer reported that the trocar of the needle bent at a 90° angle without any unusual force being applied, which led to the insertion of the needle and caused a cut on the nurse's finger. The needle bent when perforating the septum of a hydration bag.

Manufacturer narrative:
Investigation in progress. No samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. As part of our continued commitment to our customers, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges.